Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm and prime/fill anomaly. The customer's blood glucose reading was 5.4 mmol/l. The customer stated that the force sensor did not detect the reservoir during seating. The customer reported drive support cap to appear sticking out. The insulin pump was returned for analysis.